Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, gray swivel piece snapped off and flew to other side of room (split in half). There was no patient injury.